Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient presented with following pre-op diagnoses: cervical pseudoarthrosis, c4-c5. For which, patient underwent following procedures: c4-c5 posterior cervical fusion; c4-c5 segmental instrumentation;. Preparation of bmp bone graft; fluoroscopic guidance for placement of instrumentation; c4-c5 foraminotomy; c4-c5 microdissection. Per op notes, bmp bone graft was prepared and packed in the facet joints and the screws were connected up using rods and tightened down securely. Lateral fluoroscopic images were obtained to confirm location and proper positioning of the implants. Patient tolerated the procedure well with no complications reported. On (B)(6) 2008: patient underwent x-ray of cervical spine. Impression: healing cervical spine fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent posterior cervical fusion surgery from vertebrae c4 to c5. She was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was placed outside a cage, in the facet joints.